Manufacturer narrative:
Device not returned

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge to resolve the issue. There was no adverse impact to customer¿s blood glucose level.